Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during pumping. Reportedly, the user loaded a new cartridge, experienced an inaccurate fill estimate, and resumed insulin delivery after each event. The user reported that the pump would continue to be used for insulin therapy. The user's blood glucose level was 200 mg/dl.